Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was offline and not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and there was no current patient information flowing to cabinet. A field service engineer found station network settings possibly wiped during network outage or event. Further, the engineer reconfigured station network settings to join site network and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.